Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue with these complaints. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, tip separation and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during the procedure, the tip became damaged in the anatomy causing the difficulty to remove. Manipulation against resistance ultimately resulted in the tip separation and stretched coils during retraction. Additionally, the treatment appears to be related to the operational context of the procedure as a stent was implanted to secure the separated portion of wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6 medical device problem code 1212 - removed.

Manufacturer narrative:
The customer reported the device is not returning, only sterile devices not used. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, during a left anterior descending lad artery (infarction artery), the balance middleweight universal ii 190cm j guide wire (gw) (bmw uii) was placed in the circumflex artery for protection. After the procedure, resistance was noted when removing the gw. Upon removal, the gw was noted to be stretched and the tip of the wire separated and remained in the artery. A stent was implanted to secure the separated portion of wire. No additional information was provided.